Event description:
A malfunction was reported on the customer's pump, with no notable events preceding it and no adverse impact to the customer's blood glucose level. The malfunction had been experienced by the customer multiple times before. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.